Manufacturer narrative:
Medical device problem code: (B)(6). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment for esophageal varices procedure performed on (B)(6) 2022. During the procedure, after using the first two bands, the bands got stuck and could not be deployed. It was reported that the remaining band had moved, and the outer bands overlapped. The device was removed and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment for esophageal varices procedure performed on (B)(6) 2022. During the procedure, after using the first two bands, the bands got stuck and could not be deployed. It was reported that the remaining band had moved, and the outer bands overlapped. The device was removed and the procedure was completed. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11 (correction): block b5 has been corrected.